Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Investigation has been completed on inspected attune impactors for wear.